Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the patient underwent an unrelated procedure recently. Upon review, the implantable cardioverter defibrillator exhibited oversensing due to electromagnetic interference. The patient's device was reprogrammed to address the oversensing, and the patient would continue to be monitored.